Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee replaced last (B)(6) 2016 and after less than 6 months, the device failed. Last (B)(6) 2018, his right knee was revised due to pain and limited range of motion of 85 degrees. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.